Manufacturer narrative:
(B)(4). 3004753838-2026-125154 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 5/12/2026 and it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle or cannula occurred. No relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.